Event description:
The customer stated the rubella calibration failed with error code 1111: m-cal 1 check too high, rubella g, on the axsym analyzer. The customer calibrated the meia optics, decontaminated the mup, centrifuged the calibrators and recalibrated. Centrifuging the calibrators did not resolve the issue. The customer then used the cal 0 in place of the cal 1 to make the calibration pass. No impact to pt management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.